Event description:
User alleges that there was blood observed in the water tank of the h-1000 fluid warmer. Ref MFR report: 1221261-2006-00028.

Manufacturer narrative:
The disposable was discarded at the facility smiths medical (B)(4) is unable to perform a thorough investigation without the return of the actual samples involved. If information is received other than what is reported, then a follow-up report will be filed. The history of this report reveals that it is probable due to user error when loading the heat exchanger into the fluid warmer. The instructions for use supplied with this device has a "warning" which identifies: "do not bend heat exchanger. Bending may damage inner metal tube. Serious pt injury could result."